Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s screen became unresponsive and displayed a grey screen while the device continued operating, with therapy status, readings, and battery visible in the paired mobile app; a replacement device was provided and the original is pending return. Symptoms included no adverse health effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included remote troubleshooting and logistical review for replacement and return. Investigation revealed a device display malfunction consistent with a screen or user interface failure while core pump functions remained operational. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction limited to the display subsystem.